Event description:
Related manufacturer reference: 2017865-2018-08744. During follow-up, low pacing impedance was observed on the atrial lead. During lead replacement the right ventricular lead could not be loosened from the device header. The atrial and right ventricular leads and the device were explanted and replaced. The patient was in stable condition.